Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as patient made an unspecified mistake. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with injection of vancomycin injection (1gram, discontinued, route, frequency and duration were not reported and fortum injection (1gram, route, frequency and duration were not reported, discontinued) for peritonitis. At the time of this report, the patient was discharged from the hospital and has recovered from the event. Pd therapy was ongoing. The patient has been retrained for proper aseptic technique. No additional information is available.